Event description:
The patient received her scs ipg on (B)(6) 2009. It was reported that the patient observed the low battery warning. She experienced passivation and the low battery flag was cleared by an sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.